Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination and functional testing of a returned product sample. The customer provided an introducer needle with signs of use and four longitudinal cracks in the hub. A manual leak test was performed and water was observed coming out of several of the cracks. A review of manufacturing records did not yield any relevant findings. However, the probable cause is manufacturing related. Further investigation has been initiated.

Event description:
It was reported that during insertion in anesthesia, the md noticed a crack in the hub of the introducer needle. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4).